Manufacturer narrative:
The reported events of impedance problem and cardiac perforation could not be confirmed. Final analysis found no anomaly on the helix and no anomalies contributing to reported event of impedance problem. No issues were detected.

Event description:
Related manufacturer reference number: 2017865-2024-22362. It was reported that during leadless pacemaker implant procedure, the impedance was noted to be high and out of range. Cardiac perforation had occurred. A thoracotomy was performed and the implant procedure was abandoned. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.